Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the unexpected delivery of a ventricular tachyarrythmia therapy and the rv lead integrity alert triggered. It was noted the sensing integrity counts went up to 721 (within 2 days), along with non-sustained ventricular tachycardia (nsvt) episodes and evidence of over sensing. The rv pace lead impedance was 4047 ohms on (B)(6) 2016, along with unexpected shocks noted during ventricular fibrillation (vf) episodes on multiple occasions. A rv lead integrity alert (lia) warning occurred on (B)(6) 2016 for 2 or more nsvt episodes 220 ms and rv lead impedance variation in last 60 days, followed by another lia alert for increased sics and 2 or more nsvt episodes 200ms on (B)(6) 2016.

Event description:
It was reported that the patient received inappropriate therapy and the right ventricular (rv) lead exhibited a suspected fracture, along with a sensing integrity counter (sic) warning. It was noted there was also intense electromagnetic interference (emi) observed on the implantable cardioverter defibrillator (ICD). The patient was admitted to the hospital for observation and the ICD detection was turned off. The rv lead will be replaced and the ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.